Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-8120-70 serial #: (B)(4) description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were redness and inflammation at the ipg site. It was also noted that the ipg was protruding. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that it was confirmed that there was no skin breakage and that the infection was not device related and that the cause of the infection was not conclusive. It was also noted that the patient was prescribed antibiotics.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were redness and inflammation at the ipg site. It was also noted that the ipg was protruding. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the infection was cleared up and the patient underwent a re-implant procedure.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were redness and inflammation at the ipg site. It was also noted that the ipg was protruding. The patient underwent an explant procedure. No device malfunction was suspected.